Event description:
A discordant, falsely low enzymatic creatinine result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s). A new sample from the same patient was tested on the same instrument, resulting higher. The customer repeated the initial sample, which also resulted higher. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant enzymatic creatinine result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and determined that air bubbles were being aspirated from the system water bottle. The cse determined that the water bottle cap was broken and replaced the water bottle. The cse checked the water prime, water tubing and the dual resolution dilutor. The cause of the discordant enzymatic creatinine result is unknown. The cse successfully ran quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.